Event description:
It was reported that during a lap rectum procedure, after reloading there was an incomplete staple line. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.